Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed - no image was present and the cause was attributed to a printed circuit board failure. In addition, the evaluation found that the touch panel did not function. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that no image was present. The problem, as reported to olympus, was identified during the device preparation for use for a diagnostic procedure. A delay in procedure occurred of 1 hour; the patient was not under general anesthesia and no adverse health effect to the patient was attributed to the delay. The intended procedure was completed using a similar device. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, the cause is likely the failure of the circuit board. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.